Event description:
During a laparoscopic lung reduction prcedure, the instrument was difficult to close. The surgeon applied another device to complete the procedure. The hosp has stated that no pt injury occurred.